Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) and a company representative regarding a patient receiving intrathecal baclofen via an implanted infusion pump. The pump was programmed to deliver gablofen 2000mcg/ml at a dose of 100mcg/day from (B)(6) 2016. The lot number was not provided. The pump¿s indication for use (IFU) was listed as intractable spasticity. The patient¿s other medications taken at the time of the event included baclofen and zanaflex. The patient¿s pertinent medical history included allergies to penicillin (pcn), vancomycin, and cephalosporins. It was reported following a pump replacement on (B)(6) 2016, the dose was started at 100mcg/day, which was too high. It was noted that the previous pump had saline in it. The patient started to experience nausea and hypotension; these symptoms were sudden. The pump was programmed to minimum rate mode. It was planned to perform a system contents removal on (B)(6) 2016 and change the concentration to 500mcg/ml so that the dose could be decreased. It was further reported by the hcp that they needed to decrease the rate below 96 mcg/day and had to change 2000 mcg/ml to 500 mcg/ml. The symptoms and dose being too high had been resolved. The hcp noted there was no explanation and the pump was operating normal. If additional information is received, a follow-up report will be sent.